Manufacturer narrative:
(B)(4). Method: seven units of complaint mr290v humidification chambers were returned to fisher & paykel healthcare in new zealand, where it was visually inspected. Results: visual inspection revealed a horizontal crack line on the lower part of the dome on device 1 and device 2. Both devices showed signs of being used. Visual inspection did not show any damage on device 3 to device 7, which the chambers were returned in its sealed packaging. Conclusion: the reported leak was caused by a crack in the chamber dome. From the information provided by the customer and our investigation, we are unable to determine the cause of the crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that "there would be leaks" in the mr290v vented humidification chambers. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that "there would be leaks" in the mr290v vented humidification chambers. There were no reported patient consequences.